Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr), a rotated heart, thin and friable leaflets for a mitraclip procedure. A mitraclip was implanted successfully. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported. It was reported that on (B)(6) 2025, the patient returned symptomatic with dyspnea. During the follow-up transthoracic echocardiogram it was determined that a single leaflet detachment occurred and the clip was no longer attached to the posterior leaflet. On (B)(6) 2025, the patient returned with grade 3-4 mitral regurgitation and underwent a secondary mitraclip procedure. A mitraclip was successfully implanted. The final mr was grade 1. There were no adverse patient effects or clinically significant delays.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to patient morphology/pathology. The reported patient effects of recurrent mr and dyspnea appear to be due to the slda. Mr and dyspnea are listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances as the patient returned to the hospital due to the patient effect and underwent a secondary mitraclip procedure. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.